Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and at this time there is no know cause if the intermittent tingling being felt by the patient. The patient changed to a different group and says that the tingling has reduced some but still has it on occasion. Patient was instructed to reach out to the managing physician for an impedance check as well as possible reprogramming to try a different set jpg contacts to see if that would help resolve the issue. That is all that is known at this time. This was not confirmed with the account because the account has not been involved with this as of yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient "gets an intermittent shocking/tingling" down one side of the body. It was not stated which side of the body this occurred. No environmental/external/patient factors that may have led or contributed to the issue were known. The patient switched to their a setting to see if the issue continues and if it does, will get an impedance check or reprogramming. The issue was not resolved at time of reporting.